Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 1750 mcg/ml at 87.3 mcg/day, bupivacaine 40 mg/ml at 1.995 mg/day, and clonidine 300 mcg/ml at 14.96 mcg/day via an implantable pump for non-malignant pain. It was reported the pump had emerged through patient's skin. The pump and catheter were replaced on (B)(6) 2022 and placed on the opposite side of the patient's abdomen. The patient was on a high dose of fentanyl with the use of their personal therapy manager (ptm) and experienced withdrawal symptoms post-op. Fentanyl was 8359.4 mcg/day max dose with ptm, bupivacaine was 191.073 mg/day max dose with ptm, and clonidine was 1433.04 mcg/day max dose with ptm. The hcp believed the withdrawal was due to the previous high doses of fentanyl prescribed for the patient's ptm. The patient was intubated in the intensive care unit (ICU). The hcp increased the simple continuous dose of fentanyl to 80% of the previous dose that the patient was receiving with their ptm boluses. The hcp disabled the ptm while the patient recovers. The issue was resolved at the time of this report and the patient¿s status was ¿alive- with injury¿. The patient¿s weight was asked but unknown. The patient had a complex medical history along with poor skin health.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stating that the patient was alert and oriented, but remained in the hospital. The problem was not completely resolved and the patient would be monitored moving forward.